Manufacturer narrative:
Additional manufacturer narrative: high gradient can be a result of possible valve related and/or non-valve related issues. Higher than expected gradient may require intervention. In this case, intervention has been indicated due to high gradient. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve implanted for four (4) years and six (6) months has been placed under consideration for a valve-in-valve procedure due to high gradient. The patient is symptomatic. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.